Event description:
It was reported that lens dislocation/vault was noted 1 day post implant. The patient noticed decrease in vision. The lens was rotated and a capsular tension ring (ctr) was implanted but did not help. The surgeon indicated the likely cause of the event was "bag was too tight and high inflammation made bag fibrous more quickly." The surgeon is evaluating treatment options. This report refers to the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.